Event description:
The customer reported one (1) elevated leadcare ii blood lead test result of 16.4 ug/dl. The customer repeated the test using the same sample-treatment reagent mixture which produced a test result of "low" (i.e., less than 3.3 ug/dl) the customer reported qc was in range with the values noted below: - level 1 = 10.2 ug/dl (target range = 7.4-13.4 ug/dl) - level 2 = 25.4 ug/dl (target range = 24.2-32.2 ug/dl) during troubleshooting with leadcare technical services (ts), the customer confirmed that they had collected the sample according to the cdc blood lead capillary sample collection guidelines. The patient was sent for confirmatory venous testing which yielded a result of <1.1 ug/dl. The customer was unable to provide a copy of the confirmation test report to ts. Ts has provided the customer with a replacement leadcare ii blood lead test kit and will follow up with customer to further investigat the reported issue.

Manufacturer narrative:
This customer reported three (3) elevated blood lead test results. This report documents one patient result. Separate mdrs are filed for each of the results. The related report numbers are referenced in the respective 3500a forms for traceability.